Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The defective part has been requested back for investigation. More info surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is completed. (B)(4).